Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the mirage wire broke off and unraveled inside the patients right middle meningeal artery (mma). When the wire was in the echelon-10, the physician noticed it was broken and pulled the wire out. A radiopaque coiled up wire ball was observed inside the mma. The physician decided to implant onyx onto the wire into the mma. When everything was pulled out and the physician had moved to the left mma, it was observed the wire had migrated proximally into the internal maxillary artery (imax) and the very thin unraveled portion dangling down into the common carotid artery. The physician made the decision to stent the carotid in order to push the wire against the vessel wall so it would not collect clot and cause stroke.